Manufacturer narrative:
The device entered back-up vvi mode due to a power-on reset (por) while charging and delivering therapy. After the reset was cleared, the device's functionality was tested and found to be normal. The cause of the por could not be reproduced and remains undetermined.

Event description:
It was reported that the device was in back-up vvi (bvvi) mode and could not be interrogated. A power-on-reset (por) was triggered during hv therapy. The patient was in bed at the time of receiving a shock.